Event description:
Same case as mfg. # 2134265-2009-04140. It was reported that during a percutaneous transluminal angioplasty (pta) procedure, stent deployment difficulties and a pt vessel dissection occurred. The "high grade stenotic" lesions were located in the moderately calcified and non tortuous common femoral artery. A non bsc w was advanced to the right external iliac artery and right common femoral artery. A glide catheter was used and the glidewire was exchanged for a stiff wire which was advanced to the saphenous vein graft. An ultrathin diamond 7x30mm balloon was advanced to the right external iliac artery lesion and inflated for 60 seconds at 6atm with resulting "severe recoil at least 50%." Another ultrathin diamond 8x40mm balloon was advanced and inflated for 60 seconds at 8atm. The balloon was inflated a second time for 120 seconds at 5atm. The wire was exchanged for another manufacturer's wire. An 8x21mm sentinol stent was implanted in the right external iliac and was post dilated with an 8x20mm ultrathin diamond balloon. The balloon was inflated for 13 seconds at 6atm, with no residual stenosis. "The tip of the stent distally was just above the femoral head on the left, but well above the proximal femoral graft anastomosis." Subsequently, the left external iliac artery lesion was treated. A 7x60mm ultrathin diamond balloon was inflated at the lesion, for predilation. The balloon was inflated for 120 seconds at 6atm and a dissection occurred. An 8x60mm sentinol stent was advanced and would not cross the lesion. The stent deployed prematurely, and the physician "pulled it back". The stent deployed partially in the artery and partially in the sheath. The stent was withdrawn through the arterial puncture along with the super sheath. Another super sheath was used and another 8x60mm sentinol stent was advanced to the lesion and implanted, covering the lesions with no residual stenosis. An ultrathin diamond 8x40mm balloon was used for postdilation. The balloon was inflated 3 times. The first inflation was for 40 seconds at 10atm. The second inflation was for 20 seconds at 8atm, and the third inflation was for 30 seconds at 8atm. The puncture site was still bleeding, so a 9french sheath was used to "plug the lesion" successfully. Another ultrathin diamond 7x30mm balloon was inflated for 50 seconds at 6atm. The wire was withdrawn and the procedure was completed.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.